Manufacturer narrative:
H.6. Investigation: one sample and one photo was provided to our quality engineer team for evaluation. Through visual inspection, a brown matter was observed on the plunger nerves and the thumb press of the product. The spots were identified to consist of burnt polypropylene particles that generate during the molding process. A device history review was performed for reported lot 1902350, no deviations or non-conformances related to the reported issue were identified during the manufacturing process. While no direct issue was identified, it was determined this incident occurred due to a failure in the injection machine used during the molding process, resulting in the particles embedding into the product as seen in the device reported. This is considered an aesthetic issue that will not affect the functionality of the syringe. Machines are ran prior to production to remove any excess particles and routinely undergo proper maintenance and cleaning. H3 other text : see h.10.

Event description:
It was reported that prior to use foreign matter was discovered on the plunger of the syringe with a bd syringe 20ml ls ns. The following information was provided by the initial reporter, translated from french to english: presence of contamination on the plunger of the syringe (brown spots on the material).

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use foreign matter was discovered on the plunger of the syringe with a bd syringe 20ml ls ns. The following information was provided by the initial reporter, translated from (B)(6) to english: presence of contamination on the plunger of the syringe (brown spots on the material).